Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) device was hospitalized eight days post implant. The hospitalization was non-device related. During the hospital stay, an invasive procedure was performed and noted that the proximal setscrew was observed to be loose.